Event description:
Event description guidant received information that one day after the implant procedure, this ventricular implantable lead had displayed intermittent capture at maximum device output. The impedance measurements in bipolar were higher than expected. A revision procedure was scheduled, the distal setscrews appeared to make an appropriate connection. Through the pacing system analyzer (psa), the lead also measured higher than expected impedance values. The lead was explanted and replaced. Once a new lead was implanted in the same position, impedance measurements were within normal limits, however the threshold values were higher than expected. Once the lead was moved to a different spot in the ventricle, all measurements were within normal limits.